Event description:
It was reported that the patient experienced a change in therapy effect; worsening back pain. The reporter was unaware of when the issue began. It was stated that an MRI was performed and a granuloma was seen at the catheter tip (at t12-l1, ¿4x4x8¿). The healthcare provider (hcp) wanted to speak to someone because the granulomas were recurrent. The hcp was not sure if the mass was new or if it was pre-existing. The current hcp was to speak with the patient¿s previous hcp to find out more information of the location of the previous granuloma. A second MRI was being performed on (B)(6) 2014; no results were reported. The pump was used to deliver prialt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer representative was unsure if there were any patient symptoms. The level of the catheter tip was unknown and it was thought that the mass was not diagnosed the same day as the MRI. The patient was currently awaiting a neurology consult and the current physician was trying to contact the previous physician to discuss previous history. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n300510, implanted: (B)(6) 2012, product type: accessory. Product ID: 8703w, lot# l70179, implanted: (B)(6) 1999, product type: catheter. (B)(4).